Manufacturer narrative:
Conclusion: the device was returned for evaluation. The suture was visually examined and the end of the suture is severely cut and damaged.

Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that during a veterinary procedure that the suture broke.